Event description:
Initial info reported by a physician to a sales rep on (B)(6) 2010 and additional info received from a member of the physician's staff on (B)(6) 2010: a (B)(6) female initiated treatment with injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] 5 years ago (2005) for cosmetic purposes. The injection was administered by a different physician and therefore, the amount of sessions and injections was unk. She had received the injection in her lower eyelids on either a tuesday or a thursday and by that same weekend, her eyes blew up. The reporter described the event more as edema rather than swelling in the lower eyelids that has persisted for 5 years. She went on to say that the pt looked as if she had little water balloons in her eyes that were lymphatic and that one side is worse than the other. She had been treated by another physician with steroid injections and was also given hyaluronic acid (juvederm) in the injection area in an attempt to hide the swelling. The reporter stated that the pt had been to every doctor in (B)(6) and has inquired about laser surgery and other types of corrective surgeries in order to resolve the problem. The event remained ongoing at the time of this report. The reporter was not sure if the pt was receiving any other medication during the time that she received injectable poly-l-lactic acid, but did report that she had cushing's disease around that time. Additional medical history and allergies were reported as none. No further relevant info reported.